Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG v3 and v4 signal loss. There was no report of negative pt impact. Philips evaluated the device, confirmed the issue, and resolved the issue by replacing the leads ECG trunk cable and lead set.

Event description:
The customer reported 12-lead ECG v3 and v4 signal loss.